Event description:
The customer received a blood glucose reading of hi on the breeze2, re-tested on a different meter and the reading was 120mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. Product was not expected to be returned, and it was not replaced at the time of the call.